Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 47-year-old female patient was on impella 5.5 support and during support, the patient had arrhythmias. Impella¿s positioning was checked twice and appeared to be in the correct position. Patient had consistent ventricular fibrillation for hours despite interventions. Care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.